Event description:
It was reported that this right atrial (ra) lead exhibited high impedances out of range. The atrial detection enhancements were turned off, as well as the atrial daily measurements and sensing. This ra lead remains in service. No adverse patient effects were reported.